Manufacturer narrative:
Patient demographics (age at time of event, date of birth, gender, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was requested for evaluation but was not returned, therefore the complainant's event could not be verified. The cause of the event could not be determined from the information available and without device evaluation. Device history record review revealed nothing relevant to this event. No device malfunction identified in accordance with 21cfr 803.3. At this time, it cannot be determined if the device may have caused or contributed to the patient's experience. An evaluation of the device cannot be performed as the device was not returned to arthrex. Additional information has been requested but not made available. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted. Discarded by the facility.

Event description:
It was reported that during a procedure the surgeon had deployed the first implant from an ar-4502 speed cinch, lot 10014194, behind the meniscus. When the surgeon was trying to work around the femoral condyle to deploy the second implant the needle bent backwards. The second implant was not deployed. The suture from implant number one was extracted from the knee but the first implant remained in the patient. An ar-4500 meniscalr cinch was used to complete the case.